Manufacturer narrative:
The device was not returned for evaluation, therefore we are unable to determine a root cause for the reported event. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that an hx-202ur clip failed during a colonoscopy. The device deployed, but could not be released. A replacement hx-202ur was used to complete procedure without issue, no patient injury was reported.